Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the 21st jan 2020. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to bt1 coin cell becoming detached from the pcba due to suspected impact damage. The user would have been alerted with ¿warning, device service required¿ prompts, with no status leds illuminating as the coin cell powers the status led logic circuitry. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
No status indicator. No patient involved.